Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the third mesh leg broke away from the rest of the mesh assembly when being placed through the sacrospinous ligament. The mesh leg and attached needle were removed from the pt. The physician completed the procedure by cutting a mesh leg off another pinnacle device and sewing it onto the implanted mesh assembly. The pt suffered no complications, and is reportedly "ok" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.